Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally it was reported that a cartridge alarm (alarm 20) occurred during basal delivery with multiple cartridges. Customer¿s blood glucose was in high 250s mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.